Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty revision on (B)(6) 2020 and then approximately 1 year later on (B)(6) 2021 experienced a second revision surgical procedure. Revision operative report of (B)(6) 2021 for loose patellar component. The patient had developed swelling and discomfort secondary to a loose body in the knee; radiographs show a dislodged patellar component. Intraoperative findings revealed moderate to large amount of normal-appearing joint fluid. The patellar component and the cement mantle were completely dislodged from any remaining patellar bone. Sterile dressings were applied, and the patient was taken to the recovery room in satisfactory condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: (B)(6) 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6) 02-020-11-0230 - truliant ps cem fem ps cem left sz 3, (B)(6) 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, (B)(6) 02-022-35-3012 - truliant tib imp ps insert sz 3 12mm, (B)(6) 204-70-00 - tibial stem ext. Screw. These devices are used for treatment not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.